Event description:
(B)(4) received a call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 4:00am. Patient stated that she called paramedics because she was nervous, shaking and experiencing hot and cold feelings. Patient stated that the readings on the prodigy meter at the time of the event were 188, 194 and 309mg/dl. Patient's normal glucose as recommended by her doctor is 99-140mg/dl. Patient called paramedics and upon arrival, they tested her blood glucose with their meter and she was not sure but thought that the reading was over 200mg/dl. Patient went to ER on her own. Patient stated that her glucose level upon discharge was 134mg/dl. The complaint product was not returned to (B)(4). (B)(4) requested a record review from the manufacturer for the suspect device.

Event description:
This is a supplemental report to initial report 3008789114-2016-00017 to submit investigation results from the manufacturer for the suspect device. Device was not returned to (B)(4). (B)(4) requested from the manufacturer an internal record review for suspect device.